Event description:
It was reported that the patient had several aborted episodes due to noise on the lead. The patient was scheduled for a lead revision.

Manufacturer narrative:
Na

Manufacturer narrative:
A new sense/pace lead was implanted in 2009. The defib portion of the lead remains implanted and functioning.